Event description:
It was reported via repair work order that the side rail could unintentionally drop down during use due to a damaged assist cable. The patient was not effected however, the user was affected and no clinically relevant delay in treatment was reported.